Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The patient's mother did not report injury or medical intervention. The complaint device was not returned for evaluation. The data was reviewed on 11/19/2015; however, did not include the date of issue. Therefore, the reported event inaccuracy not be confirmed. The root cause could not be determined.